Manufacturer narrative:
Insulin pump received with scratches on the lcd window cover and a constant blank flashing white light on the display due to a vertically cracked lcd controller. No cracks on the screen noted. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to a constant blank flashing white light on the display.

Event description:
The customer reported via phone call that screen was cracked. Blood glucose was unknown. The insulin pump will be returned for analysis.